Event description:
Boston scientific captivator single-use snare was malfunctioning during procedure. Snare exhibits a 'delay' when technician opens and closes the snare causing the snare to cut colon polyps prematurely before physician is ready to cut the polyp.